Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints identified no other incidents reported from this lot. Based on the available information, a cause for the reported unintended movement (clip open locked) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed and mitral regurgitation (mr) was 1-2. After deployment, it was noted that the clip had "settled" and appeared to be about 45-50 degrees open. The clip was stable and holding well and mr was noted to be 2. No issues were noted during prep or during establishing final arm angle (efaa). One other clip was implanted during the procedure and mr reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.